Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. The reported condition is already known to be due to a manufacturing issue, therefore an evaluation was not completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked; further described as "leaking along the top seam between ports". This was noticed during patient training at the clinic for cycler setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.